Event description:
It was reported that during service and maintenance, the gastrointestinal videoscope displayed no image and a fuzzy picture. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of no image was confirmed, and fuzzy picture was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise occurs and the image cannot be seen. A root cause could not be identified. Based on the results of the investigation, the no image issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.